Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No further information could be obtained.